Event description:
Event description guidant received information that the right ventricular (rv) lead is undersensing the small r-waves and could not capture properly. The defibrillation portion of the lead was working fine. It was further reported that the left ventricular (lv) impedance measurements cannot be obtained nor can r-wave measurements. Daily measurements the day before were normal.